Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 527 mg/dl, 300 mg/dl. The customer reported bent cannula. Customer dropped insulin pump during a change. The customer also stated that the reservoir lip ring was damaged. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.